Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for his event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsulectomy, capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported device "capsulectomy". Healthcare professional reported bilateral capsular contracture baker grade iii/IV. Device explanted. This record is for the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4.

Event description:
Healthcare professional reported device "capsulectomy". Healthcare professional reported bilateral capsular contracture baker grade iii/IV. Device explanted. This record is for the left side.